Event description:
It was reported that the device was removed due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6b, h4, h6. The reported event could be confirmed based on a provided pathology report. The implant was explanted due to chronic infection and loose hardware, likely caused by the infection, with supporting pathology showing chronic inflammation. Infection is a well-known side effect that is mentioned on the device label. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.